Manufacturer narrative:
(B)(4). Pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test, displacement test or verify battery out limit alarm, off no power alarm, unexpected restart error alarm, reset anomaly, a17 alarm, a13/e13 alarm due to blank display. No audio beep anomaly or vibration anomaly noted. Pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump alarmed unexpected restart more than once. Troubleshooting was performed. Customer blood glucose reading was 180 mg/dl. The customer said alarm reoccurred after changing battery in the insulin pump. The insulin pump passed self-test. Customer was advised the pump will need to be replaced but she may continue to use it until replacement arrives.